Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The diagonal ostium lesion was moderately calcified and had an angulation between 60-90 degrees. A stent had already been implanted in the diagonal subartery in this same procedure. The ostium had already been pre-dilated. Two guide wires were used to improve support. When trying to cross the diagonal ostium, the stent was dislodged between the diagonal ostium and the lad. The unreleased stent was successfully removed by crossing technique between guide wires. And the procedure was terminated without further complications or patient instability.